Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, the breakage of the flexible drill during the installation of the r3 cup was reported post procedure. According to the report, a fragment of the drill remained inside of the patient. It was reported that the procedure was finished with a backup device without any delay. It is unknown whether the broken piece was recovered from the patient. No clinically relevant supporting documentation was provided for inclusion in this medical investigation. Therefore, the root cause of the reported drill tip breakage could not be determined. The drill bit tips are manufactured and intended as externally communicating devices and are not approved for long term internal tissue exposure and long-term implantation data is not available. Since it is unknown if the broken piece was retrieved, we cannot rule out the possibility of micro-motion, migration, and local irritation/discomfort. Base on the information provided, the patient outcome is unknown. Therefore, the impact to the patient beyond that which has already been reported cannot be determined. No further medical assessment can be rendered at this time. A complaint history review found related failures for the listed device; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Damage from misuse, excessive cleaning or rough handling are likely probable causes of the reported event. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that during surgery the flexible drill 35 mm broke during installation of a r3 cup. After the operation, it was found that a fragment of the flexible drill 35 mm remained inside the patient. No delays were reported and the procedure was finished with a smith and nephew back up device. It is unknown if the piece of the broken device was retrieved from the patient. The patient outcome is unknown.